Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported the patient had a sparc sling implanted on (B)(6) 2010. After the sparc was implanted, the patient reported worsened incontinence. On (B)(6) 2012, the patient was implanted with another incontinence device. No additional patient complications were reported in relation to this event.